Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that the insulin pump went into the suspend mode on its own prior to going to bed. The customer then woke up with high blood glucose levels and went to the hosp. The customer also stated that one of the buttons was not functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.